Event description:
The following was reported to hamilton medical ag: "won't pass tightness test." No health consequences or impact. Unknown if patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: "won't pass tightness test". No health consequences or impact. Unknown if patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Additional information added in follow-up #2 (B)(4). The issue was discovered during preoperational check with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective expiratory valve and the expiratory valve was replaced. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the expiratory valve could result in inadequate ventilation support.

Event description:
The following was reported to hamilton medical ag: "won't pass tightness test". No health consequences or impact. Unknown if patient involvement.